Manufacturer narrative:
No parts have been received by manufacturer for analysis. Event problem and evaluation: on (B)(4) 2015, a medtronic representative went to the site to test the equipment. Adjustments were made to the collimator and step ladder gearing. Ensured gearing was not in contact with any surrounding structures. No hesitation was noted during homing after adjustments. Performed a system checkout; unit operated as expected. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed an error while initializing the collimator. In trouble-shooting, re-booting the system twice did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. The case was completed using a c-arm and plane x-rays for imaging. There was no impact on patient outcome.